Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings:a review of the pump black box data revealed occlusion alarms. No occlusion alarms were duplicated during testing. The force sensor calibration reading measured within specifications. The pump case was removed and corrosion due to moisture was found on the force sensor pin. Unrelated to the complaint, the battery compartment was observed to be cracked.